Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor on same day due to discomfort, the sensor wire was missing from sensor pod. Patient is concerned that wire may have been left at insertion site, although no portion of the wire is visible. Dexcom requested return of the sensor for investigation. No sensor was received by dexcom at the time of this report. At the time of her call to technical support, patient reported slight bruising and sensitivity at insertion site, but that she is in fine condition.